Manufacturer narrative:
Evaluation summary follow-up #1: quality assurance analysis revealed that the wire was returned in two pieces, with the spearation occurring at the proximal end of the hypotube. There was no damage to the tip of the wire. Scanning electron microscopy revealed the guide wire was broken and bending. Quality engineering concluded the guide wire was broken from bending. As part of our quality process, 100% of all guide wires are inspected microscopically during the packaging phase of mfg for damage, bends and kinks to ensure proper device structure and integrity. No follow-up action is warranted at this time.

Event description:
It was reported that during a ptca/stent procedure, the multi-link would not cross. Both the stent delivery sys and the guide wire were removed as a unit. After removal of both products, the guide wire was removed from the stent delivery sys, at this time the guide wire separated. Reportedly, there was no resistance felt as the wire was being removed.